Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient developed a rash with blisters underneath the lifevest electrodes and garment. The blisters were open and weeping. The patient's wife reported that they intended to see the patient's physician about the irritation. Multiple attempts to follow-up with the patient were unsuccessful. The patient's medical outcome and whether the patient received any medical attention is unknown.